Event description:
The manufacturer received information alleging a ventilator screen turned off at the time of settings or a humidifier setting change. There was no harm or injury reported. No medical interventions were specified. During the evaluation of the device at the manufacturer's service center, the downloaded error log reported a ventilator inoperable code. The main pc board, outlet flow path and blower inlet foam kit were replaced. The device was checked overall and functionally tested.